Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was also found the video connector socket corrosion of the subject device which might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the corrosion of the video connector receiver pin due to the repeatedly use for a long-term use because more than 18 years had passed from the subject device had been manufactured. Also, there was the possibility that the electrical contacts of the video connector receiver became unstable, and stable image transmission between the scope and video processor could not be performed, causing the reported phenomenon.